Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02665.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, after advancing a smart coil into the target location, the handle was used to detach the coil; however, the coil did not detach. It was reported that multiple handles were used and the coil eventually detached. No additional information has been provided. There was no report of an adverse effect to the patient.